Event description:
On (B)(6) 2010, patient reported being hospitalized due to having an abscess drained after an infection developed from removal of an infusion set. Patient stated the issue occurred approximately 6 weeks ago when he removed an infusion set and noticed the cannula was bent. Patient reported the infusion site became inflamed, swollen, and infected over the next 4 days. Patient stated he went to the doctor who sent him straight to the hospital where a walnut-sized abscess was discovered. Patient reported he had surgery that day to drain it. Patient stated the surgeon said it was likely the infusion set had scratched the skin below the surface, causing a tear which then became infected. Patient reported a biopsy later revealed a staph infection. Patient stated he remained in the hospital for a weekend before being released. Patient reported the site is just a small scab at this time and the abscess has healed. Patient stated he had not received any alert or error message at the time he changed the infusion site. Patient reported he was just doing a normal infusion site change because it had been 3 days. Patient has discarded the alleged infusion set. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.